Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas on behalf of her husband (the patient) alleging that keypad ok button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4), 2012. The keypad was fully intact with no peeling or damage observed. All of the keys required multiple presses and excessive force to activate. None of the keys on the keypad had normal spring back or click. The keypad was removed and the ok key contact was misaligned. There was visible contamination under the key contacts. The battery compartment was cracked from the threads to case seal. The pump's history revealed that the time and date reset to the default setting of 12:00am (B)(4) 2007 after power on resets. The pump was exercised for 24 hours. After 24 hours the battery was removed for 1 hour. When the battery was reinserted the pump time and date reset to the default setting. The pump was opened to investigate. The component bt1 was found to be leaking and unable to hold a charge. The audio bolus button is torn.